Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood/body fluid on several conductors (not obstructed) and blood in/on the helix mechanism and the sleeve head. The inner tubing was kinked/buckled and the outer tubing overlay had cosmetic environmental stress cracking. All insulators were breached cut and the outer insulation had a cosmetic depression. There was also apparent explant damage.

Event description:
It was reported that there was noise on the lead and the lead integrity alert was triggered. The lead was replaced. No patient complications have been reported as a result of this event.